Event description:
It was reported to boston scientific that a patient received a first degree burn to her vulva during a therapeutic hydrothermal ablation (hta) procedure. The patient was treated with lidocaine jelly, injection of lidocaine & silvadene cream.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined. Product unavailable for analysis.